Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
On (B)(6) 2021, a patient presented for treatment in the left anterior descending coronary artery (lad) and right coronary artery (rca). The 95% stenosed lesion in the mid lad was moderately calcified. The 90% stenosed lesion in the mid rca was severely calcified. The patient presented with an ejection fraction (ef) of 30%. The lad was treated with balloon angioplasty and stent placement. In the rca, four treatments were performed with the diamondback coronary orbital atherectomy device (oad). Distal occlusion was observed, but there were no visible dissections or perforations. Balloon angioplasty and stent placement in the rca were performed, and vasodilators were administered. Persistent sluggish flow in the rca was observed, and a thrombus was observed in the lad stent. The opinion of the physician was that the slow flow was due to poor heart function, and the rca occlusion was due to the particulate. The physician's opinion was that the thrombus formed due to the vessel being occluded during treatment and the patient's existing low ejection fraction. The patient's ejection fraction was declining, and four balloon inflations were performed in the lad to resolve the thrombus. At the end of the procedure, all vessels were open, with timi 3 flow in the rca and timi 2 flow in the lad, and a ventricular assist device was inserted. On (B)(6) 2021, the patient status was declining. As of (B)(6) 2021, the patient was still using the ventricular assist device but was stable. The patient passed away later on (B)(6) 2021. The cause of death was metabolic acidosis due to acute renal failure secondary to acute on chronic heart failure. The opinion of the physician was that the lack of reflow was more likely a factor of the patient's heart failure, and that the csi device was not likely related to the patient's death. After the procedure, the physician's opinion was that the ventricular assist device should have been utilized at the beginning of the procedure due to the patient's low ef instead of waiting for the patient to decline during the procedure.